Event description:
Nellcor puritan bennett received a call from a rep. On 07/06/1999. Rep called to report the following problem: all leds on , constant single tone alarm, no volume delivred. Can be repeated on both ac or dc power. No patient harm.